Event description:
It was reported to baxter (B)(4) that an ipump experienced an air sensor alarm malfunctioning. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an ipump with an air sensor alarm malfunctioning was confirmed and reproduced during product evaluation. The root cause was determined to be an air sensor failure. The mechanical assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.